Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter's phone #: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the inlet pressure showed it would only generate -0.3 psi at a circulation pump command (cpc) was 100 percentage. They would order and replace the circulation pump locally. Per follow up information received via task on 01nov2024, spoke with biomed who noted the circulation pump had already been replaced and device was back in service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter's phone #: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the inlet pressure showed it would only generate -0.3 psi at a circulation pump command (cpc) was 100 percentage. They would order and replace the circulation pump locally.

Event description:
It was reported that the arctic sun device would not fill. A check of the inlet pressure showed it would only generate -0.3 psi at a circulation pump command (cpc) was 100 percentage. They would order and replace the circulation pump locally. Per follow up information received via task on (B)(6) 2024, spoke with biomed who noted the circulation pump had already been replaced and device was back in service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. A check of the inlet pressure showed it would only generate -0.3 psi at a circulation pump command (cpc) was 100 percentage. They would order and replace the circulation pump locally. Per follow up, spoke with biomed who noted the circulation pump had already been replaced and device was back in service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter's phone #: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.